Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 182 mg/dl. Troubleshooting was performed. The customer stated that very little insulin exited during prime test passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor.